Event description:
It was reported that the right ventricular lead impedance was in the mid-200 ohm range with a maximum of 400 ohms. It was also reported that the lead had an insulation fracture, low impedance, undersensing and high unipolar threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.